Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# n3g1472y trieea31mt - cir stplr trieea31mt medthk wt, lot# p3e0215 sigphandle - sig power sigphandle handle, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, during transection of the sigmoid, the surgeon could not complete the firing during the use of 45mm reload with powered stapler. The screen showed a tissue thickness of zone two. The surgeon could only fire about 75% of firing range then the device stopped firing. The surgeon used a new 60mm reload to complete the transection. While using the circular stapler, under endoscope view, the surgeon found one staple that did not properly formed. The surgeon over sewed the tissue to resolve the issue.